Manufacturer narrative:
Conclusion: complaint is unconfirmed for ap40 cone decoupled. An analysis of this occurrence could not be performed without the returned product. After evaluation this complaint was determined to a use-related issue as the ap40 within the pack was used for more than 65 hours and according to the IFU it should be used up to 6 hours. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Assessment against the medtronic risk management file pfmeca document indicates that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use, the customer reported the custom pack cone decoupled during an ECMO case. The cone was changed out successfully and flow was re-established. There were no adverse patient effects. Additional information: the cps was in use for 65 hours before the cone decoupled. The rpms were 3300.